Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred during start up for device cleaning at the sales office. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the issue of " ventilator inoperative " alarm occurred and was duplicated when turning on the device for an operational check. Error code e- 152 was confirmed in the event error log. Upon inspection of the internal components of the device, it is believed that a malfunction occurred due to water adhesion on the flow sensor. The flow sensor, muffler assembly and blower assembly were all replaced to address the issue.